Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. Confirmation of the complaint was not confirmed. No additional event or patient information is available.